Manufacturer narrative:
(B)(4). Title outcomes of complex abdominal herniorrhaphy. Source annals of plastic surgery. Volume 68, number 4, april 2012. Received october 2, 2011, and accepted for publication, after revision, october 4, 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source study performed on 185 patients who underwent ventral hernia repair. A total of 106 patients were included. Thirty patients received synthetic meshes while 76 patients received biologic mesh. Results and complications were not reported based on mesh type so all complications were all pooled together. Sixty-seven patients developed a postoperative complication (63%). Skin necrosis was the most common complication. Other complications included seroma, cellulitis, abscess, pulmonary embolus/deep vein thrombosis, small bowel obstruction, and fistula. Thirty patients required reoperations because of postoperative complications. Seventeen patients developed recurrences.